Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and not returned. The t2 and a partial suture were returned. The actuator is in the pre-t1 position. The needle is bent in the area with the black retaining tube, which is given as a warning not to do in the IFU. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair surgery, the fast-fix flex´s implant did not deploy and came out of the meniscus. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes, and no further complications were reported.